Event description:
The customer observed falsely depressed alinity I hbsag results for one sample. The following results were provided: sid (B)(6) (B)(6) 2024 result = 0.75 s/co, repeat result on (B)(6) 2024 = 0.51 s/co. The customer reported they received a reactive result few weeks ago at other lab on a non-abbott analyzer. On (B)(6) 2024 results = 1.38 s/co and 1.24 s/co. No impact to patient management was reported. Update: additional information provided on (B)(6) 2024. The customer provided the following additional results: hbsagqua confirmatory results were c1 0.22 s/co, c2 0.30 s/co non-reactive. Hbsag nx confirmatory results were c2 1.73 s/co, %n 91, reactive. Further clarification, the results tested using on (B)(6) 2024 with hbsag next assay with results = 1.38 s/co and 1.24 s/co. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section b5, section d8, section d9 device available for evaluation. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I hbsag results for one sample. The following results were provided: sid (B)(6) (B)(6) 2024 result = 0.75 s/co, repeat result on (B)(6) 2024 = 0.51 s/co. The customer reported they received a reactive result few weeks ago at other lab on a non-abbott analyzer. (B)(6) 2024 results = 1.38 s/co and 1.24 s/co. No impact to patient management was reported. Update: additional information provided on 05aug2024. The customer provided the following additional results: hbsagqua confirmatory results were c1 0.22 s/co, c2 0.30 s/co non-reactive. Hbsag nx confirmatory results were c2 1.73 s/co, %n 91, reactive. Further clarification, the results tested using on (B)(6) 2024 with hbsag next assay with results = 1.38 s/co and 1.24 s/co. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d8 - was device serviced by third party? The complaint investigation for falsely nonreactive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lots performed as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. The overall performance of alinity I hbsag qualitative ii reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In house clinical sensitivity testing was performed using an in-house retained kit of lot 57450fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot 57450fn00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-21/-31 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I hbsag results for one sample. The following results were provided: sid (B)(6), (B)(6) 2024 result = 0.75 s/co, repeat result on (B)(6) 2024 = 0.51 s/co the customer reported they received a reactive result few weeks ago at other lab on a non-abbott analyzer. (B)(6) 2024 results = 1.38 s/co and 1.24 s/co. No impact to patient management was reported.